Manufacturer narrative:
The device was returned for analysis. Analysis found the setscrew inset was stripped. This indicated the wrench was being incorrectly inserted which caused the stripping of the inset which made the setscrew difficult to loosen. No anomalies were found with the device to cause the stripping of the setscrew. The problem is related to the user¿s use of the wrench.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16959. Related manufacturer reference number: 2017865-2019-16961. It was reported that during follow-up in clinic the right atrial lead was discovered to be dislodged under fluoroscopy. Lead revision procedure was performed on (B)(6) 2019, during lead revision the helix would not extend so the lead was explanted and replaced. During the procedure it was noted that the right ventricular lead became dislodged due to movements, it also began exhibiting no capture. Physician attempted to unplug the right ventricular lead from the pacemaker and lead could not be removed from header. Physician decided to explant the rv lead as well with the pacemaker and replaced with new rv lead and new pacemaker. Patient condition was stable.